Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the reload came off of the handle. After firing, multiple pieces of green plastic were noticed in the patient's abdominal area. The surgeon removed tiny particles from the abdomen.